Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device was unable to power on. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the device could not be turned on. The remote service engineer (rse) recommended to check the power supply, and motherboard. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: a service engineer (se) evaluated the device, and it was reported that the issue was confirmed (equipment cannot be started). The se plugged in the ac power, and the power indicator was not bright, the power board was checked for the power output, an the output was noted as zero. It was determined that the power supply was faulty. The se replaced the power supply to resolve the issue. The device was fully functional. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.